Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have lost a filling in one of their back teeth. Patient provided a diagnostic finding from their dentist. The patient will require a root canal and crown. Patient was prescribed antibiotic. Patient will not be able to resume aligner treatment until after the crown is placed. Advised to hold in current aligner our use a boil/bite and requested letter of recommendation after dental work is completed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.